Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed said that the arctic sun device had a dirty filter and filling issues. Per follow up information received via email on 19-may-2022, biomed would be doing a functional check to see what caused an alert 113 (reduced water temperature control) seen in event log. They stated that it could be due to a dirty filter but was unknown.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is premature failure of arctic sun due to inadequate maintenance due to not following cleaning instructions leading to cross contamination. However this could not be confirmed. The device history record review was not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "condenser a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel." Correction: g. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed said that the arctic sun device had a dirty filter and filling issues. Per follow up information received via email on (B)(6) 2022, biomed would be doing a functional check to see what caused an alert 113 (reduced water temperature control) seen in event log. They stated that it could be due to a dirty filter but was unknown.